Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation as it was discarded on-site. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The subject device is not available for evaluation as it was never received. Pending additional follow-up. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a patient with 27mm 3000 aortic valve, implanted for 17 years, was explanted due to severe valve deterioration, pannus, severe calcific leaflets with severe aortic stenosis and severe insufficiency. The explanted device was replaced with a 27mm 11500a valve. Per the medical records, the patient presented with shortness of breath. The patient underwent a redo avr. The valve was removed and replaced with a 27mm 11500a valve. The functioning normally with aortic insufficiency. The patient was transferred to the ICU in stable condition. On pod #5, the patient was discharged to home with home care services in improved condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.